Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump and subsequently, the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer reloaded the same cartridge onto the pump and resumed insulin delivery.